Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this device was emitting beep tones. Upon interrogation high out of range pacing impedances were observed on this right ventricular (rv) lead. The lead has had a history of high impedances associated with it. Historically a chest x-ray was performed which identified that the lead was in an unusual position as the lead tip was positioned much higher in the apex than expected. It was also noted that the lead was quite straight and lacking curve which could be the result of the patient¿s stretching routine following exercise. Recently, isometrics were performed but did not recreate any out of range measurements. There was also no evidence of oversensed noise. No adverse patient effects were reported. The physician elected to monitor the patient and as such the device remains in service.

Event description:
Additional information received indicates that there is now evidence of oversensing. Attempts to recreate the noise with aggressive isometrics were unsuccessful. A copy of the stored electrocardiograms was sent to boston scientific technical services (ts) for assessment. Ts indicated that some of the oversensed noise is mechanical in nature. Ts suspects that the condition of the lead is degrading based on the clinical observations and age of the lead. Ts noted that there is an increased risk of inappropriate therapy and recommended intervention. The duration was extended and the patient will be monitored.